Manufacturer narrative:
The reported event involving a pump module's rate accuracy could not be confirmed. The source device was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that the customer continues to express their concerns with the rate accuracy of the large volume pumps for use during tpn infusions. They have done their own internal testing with 24 hour infusions, as they feel there are ¿unpredictable variances with rate accuracy¿ with the alaris lvps. Their testing resulted in 2% - 12% variances in accuracy with multiple lvps. They equate these variances to the potential of fluid overload to their nicu patients and consider this a patient safety issue.